Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the overlay tubing of the lead was observed to have blood ingression. The distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the coronary sinus and there was diaphragmatic stimulation observed. The physician attempted to place the lead in several positions and once it reached the target position, the lead lobes would not extend or be fixed. The physician then attempted to flush the lead with heparin saline but it did not work. The lead was retracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after placing the left ventricular (lv) lead in several locations, the lead helix would not extend or be fixed. The physician then attempted to flush the lead with heparin saline but it did not work. The lead was retracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated the delivery catheter was found to be fractured after removing the lv lead and the delivery catheter from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.